Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device, visible foam particles were noted in the airpath. The devices sound abatement foam needs replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped.